Event description:
The securement on the device allows it to move within the vessel and came out of the vessel. Pt was receiving crrt when line came out. Rn was giving medications for procedure and line had come out. Follow up procedures: new line placed.